Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion. Post explant the physician noted the lead to be fractured with protrusion through the outer polyurethane insulation. Failure analysis is provided.